Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml baclofen at 159 6.9mcg/day via an implantable infusion pump for intractable spasticity. It was reported that at the refill there should have been 3.4ml in the pump reservoir, but they were unable to aspirate anything from the pump. The healthcare professional felt that they were in the pump reservoir. The rep reported that they were unable to use fluoroscopy for the refill. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that after several attempts the healthcare professional was able to aspirate the existing drug out of the pump. It was believed that the healthcare professional was initially not in the pump reservoir. The patient's weight was not recorded. No further complications were anticipated/reported.